Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32 g 4 mm pro 14 bag 700 case jpx was unable to deliver insulin/medication prior to use. The following information was provided by the initial reporter: the customer brought one pen needle to the pharmacy, complaining that the drug didn't come out when priming.

Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver insulin/medication prior to use. The following information was provided by the initial reporter: the customer brought one pen needle to the pharmacy, complaining that the drug didn't come out when priming.

Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 9232024, cat. No. 320559. Visual examination of the returned sample was carried out and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could not be carried out. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.